Event description:
It was reported that post implant a laparoscopic gastric band procedure, during an adjustment, it was noticed that the surgeon could not access the port to add or remove fluid. The surgeon performed a fluoroscopy and found that the port tubing had disconnected from the port. A revision surgery was performed on (B)(6) 2010 and the port was replaced with an updated realize port. The connector was attached to the port and the strain relief was lying next to the port. Patient is doing well. The patient had three to four adjustments prior to the port disconnect.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).